Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device was broken and the fiber bonding in the outer tube area (distal end) was damaged. Three attempts were performed to obtain additional information, but no response was received from the customer. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to charged coupled device was broken and therefore the image was purple. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic exhibited an image problem. There were no reports of patient harm.